Event description:
User facility reported that the spinal needle was inserted into patient. When the needle was withdrawn, 4 cm portion of the needle was missing and remained in patient. A CT scan performed, needle section found in adipose tissue. Needle removed under local anaesthetic. No permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.